Event description:
Pt was implanted with an advance sling in 2007. On (B)(6) 2011, an alternative device was implanted due to reported recurrent "severe" incontinence. The advance device remains implanted.